Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could not clip properly though the device was fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition.  Upon cycling the device, it was noted to be empty and locked out.  The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # j90r3u, expiration date: 03/2017, manufacturing date: 03/2012.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: how did the device not clip properly? -no information. Were the clips malformed? -no information. Were the clips holding on the structure? -no. Did the clips drop out of the jaws? -there was a possibility. Which firing of the device did this event occur on? -1st. What vessel or structure was the device fired on at the time of the event? -no information. Was the clip fully advanced into the jaws prior to firing? -no information. Was there any torquing or twisting of the device present at the time of firing? -no. Was any unexpected resistance felt while firing the trigger? -yes. Were any unexpected noises heard? If so, when? -no information. Did anything unexpected happen prior to this incident? -no. Was the device fired after this incident in or out of the patient? -no. What were the indications for surgery? What was found? -no information. Does the patient have any relevant history of surgical treatments? If so, what? -no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? -no information.